Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the motor was not working and not shaving correctly resulting in the blade going deep into tissue and the circlip found loose and came off from the device. No further information provided. The event occurred before surgery. No delay. No harm to patient. No harm to the graft. There was no adverse event reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. -review of the most recent repair record determined that the motor was erratic and the head was worn. The machine head and motor were replaced and resolved the reported issue. -device is used for treatment. -a definitive root cause cannot be determined. -the event is confirmed.

Event description:
There is no additional information.